Event description:
The complainant was operating a power driven wheelchair and a retaining clip fell off the wheelchair. The complainant sustained injuries. Rptr was advised that the wrong clip was used on the device.